Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. Quality control (qc) recovered acceptably on the day of the event. Siemens remotely assisted the customer and determined that co2 assay was on server 3, realigned the server 3 probes and ran the server 3 service method tests (smts), all smts were within specification, except for reagent probe 5 (r5) alignment, performed an r5 bottom of cuvette correction (bocc), ran the server 3 qc, which recovered acceptably. Siemens reviewed instrument health report (ihr) and found no issues with the instrument performance related to the reported issue. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse ran all service methods, identified failure in the sample probe 3 (s3) mixer and r5 boc (bottom of cuvette), the cse removed and detailed s3 arm, replaced the s3 mixer and performed bocc for s3 and r5, ran all alignments for all the servers, ran system check, which recovered acceptably. Siemens further evaluated the event and concluded that the sample mixer and alignment problems potentially contributed to the falsely depressed co2 result. The reported issue was resolved with normal troubleshooting actions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the alternate dimension vista 1500 instrument. The repeat result recovered higher than the erroneous result and was consistent with the patients¿ history. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed co2 result.